Event description:
It was additionally reported that high capture threshold persists on the left ventricular (lv) lead. The pacing was maintained with increasing the output despite the polarity change. The lead remains in use.

Event description:
It was reported that the left ventricular (lv) lead had high threshold. It was decided to continue monitoring the lead. Months later, the patient experienced a fall and was evaluated noting extra cardiac stimulation in the chest. The lv lead¿s polarity was reprogrammed which resolved the twitching and the lead remained in use. Subsequently, the lead was observed with elevated threshold that showed a progressive rise. It was decided to continue monitoring the lead. The lead remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg implantable cardioverter defibrillator 2012-(B)(6), 694965 implantable tachy lead 2007-(B)(6), 407652 implantable pacing lead 2007-(B)(6). (B)(4).